Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered three shock as inappropriate therapy due to t-wave oversensing, with the patient entering into ventricular fibrillation (vf) due to the third shock. Then, there was undersensing that caused a delay to shock therapy delivery, with the shock converting the vf to asystole and the patient presenting bradycardia as a result. Then another episode occurred where three shocks were delivered as inappropriate therapy due to t-wave oversensing, with the patient entering into ventricular fibrillation (vf) due to the third shock. There was undersensing in this episode that caused a delay to shock therapy delivery, with ta fourth shock converting the patients rhythm. Technical services (ts) was consulted and discussed stored data as well as programmed settings. X-ray imaging was performed and the device vectors were reprogrammed. This s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered three shock as inappropriate therapy due to t-wave oversensing, with the patient entering into ventricular fibrillation (vf) due to the third shock. Then, there was undersensing that caused a delay to shock therapy delivery, with the shock converting the vf to asystole and the patient presenting bradycardia as a result. Then another episode occurred where three shocks were delivered as inappropriate therapy due to t-wave oversensing, with the patient entering into ventricular fibrillation (vf) due to the third shock. There was undersensing in this episode that caused a delay to shock therapy delivery, with ta fourth shock converting the patient's rhythm. Technical services (ts) was consulted and discussed stored data as well as programmed settings. X-ray imaging was performed and the device vectors were reprogrammed. This s-ICD remains in service. No additional adverse patient effects were reported.